Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a no delivery alarms and prime fill anomaly. Troubleshooting was done for no delivery alarm. Customer reported that the insulin pump cannot get passed the maximum fill. No harm requiring medical intervention was reported. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.